Event description:
Reportedly, the facility reports this device was involved in an incident where a patient had "charred tissue." The account has been asked to provide additional information such as the procedure, severity or injury, or the outcome of this case but they were unwilling to do so. They cite hipaa as the reason they can not release the procedure or patient records in confidence. The facility to did not furnish any details about an electrode pad, or electrode being used with this device.